Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 5f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, after thumb advancement was completed, the physician could feel that the trigger button did not work. The starclose se device was attempted to be removed using the safety release; however, the device did not detach from the patient. Therefore, the starclose se device was intentionally disassembled to remove it from the anatomy. The "wire with red plastic cover" portion of the device remained in the anatomy. The clip of the starclose se was not released at all and was not in the vessel wall but was still attached to the "wire with red plastic cover". Hemostasis was achieved with manual compression before the surgery. The patient was sent to surgery to remove the remaining portion of the starclose se device, including the clip. The patient was not under anesthesia during angiography but was given anesthesia for the surgical procedure. No tissue damage was noted. There was no reported clinically significant delay in the procedure or therapy. The patient was fine after the operation. No additional information was provided.

Event description:
Additional information: the returned "wire with red plastic cover" was identified as the separated distal flex guide and control wire with the clip attached. Additional information was received stating that the patient was put under general anesthesia for the surgical procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to fire/ trigger button, firing problem/ clip-distal end of device and mechanical jam/ safety release failure could not be confirmed due to the condition of the returned device. Entrapment and the ¿feeling that the trigger button did not work¿ could not be replicated in a testing environment as they are based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The starclose se instructions for use (IFU) states that after thumb advancer completion, if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. The mechanical jam/ safety release issue was most likely due to the incorrect use of the safety release rather than the access ports, this IFU deviation likely contributed to the reported difficulties. Additionally, the IFU states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported trigger button failure or clip deployed on the flex guide; however, entrapment of the device and the safety release failure appear to be related to user error. The feeling that the trigger button did not work and patient¿s treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.